Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument and failure analysis has completed their evaluation of the instrument. The instrument was found to have the main tube broken in half near the distal end. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be still intact and no material was found missing. Common causes of the failure mode broken instrument main tube are typically attributed to mishandling. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure that the prograsp forceps instrument had a complete break in the arm shaft. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter stated that the instrument was inspected before use with no issues noted.